Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to deliver defibrillation therapy. Physio is in the process of investigating the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a cardiac arrest event, it was reported that the device failed to deliver defibrillation shock to a pt in a ventricular fibrillation (vf) ECG rhythm. A second device was made available thereafter and the pt was shocked. The pt was not revived. There were no further details on the event and/or the pt provided. A clinical specialist review of the reported event determined the device use may have contributed to the pt outcome as the defibrillation therapy was delayed greater than thirty seconds.